Manufacturer narrative:
Product ID: 3877-45, lot# 0208172684, implanted: (B)(6) 2014, product type: lead. Product ID: 3877-45, lot# 0208172739, implanted: (B)(6) 2014, product type: lead.

Event description:
A health care provider (hcp) from a clinical study reported the patient had improvement stagnation due to the leads being too deep. There was low back pain predominantly right due to the leads being deep. The leads were too deep at the "upper cluneal" so a lead revision was done. The leads were repositioned and placed real subcutaneously in the patient's painful areas. The etiology was the leads were deep. No device issues were reported. The issue was resolved without sequela on (B)(6) 2015.